Event description:
The customer reported that during a CT clinical patient procedure, while unloading the patient, the patient support moved "in" instead of "out" upon pressing the "out" button on the gantry control panel. The philips field service engineer (fse) confirmed the incorrect motion and also confirmed that there was no harm to a patient, operator or bystander. The philips fse reviewed the log files and determined there was a stuck button error in the left side gantry panel, and that the left side gantry panel had failed. The fse replaced the failed gantry panel to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that during a CT clinical patient procedure, while unloading the patient, the patient support moved "in" instead of "out" upon pressing the "out" button on the gantry control panel. The philips field service engineer (fse) confirmed the incorrect motion and also confirmed that there was no harm to a patient, operator or bystander. The fse stated that the patient support did not exhibit uncommanded motion when operated from the CT box. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips fse to the site. The fse arrived on site and evaluated the system. The philips fse reviewed the log files and determined there was s_command_button_stuck_error error in the rear, left side gantry panel and that the rear, left side gantry panel had failed. The fse replaced the failed gantry panel to resolve the issue. After the service, there have been no further recurrences of the event at the site. The fse did not provide the log files/bug reports for engineering analysis. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear, left gantry control panel. The fse replaced the rear, left gantry control panel to resolve the issue. Engineering documented their evaluation. CT engineering determined the issue to be of acceptable risk. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope, - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion, - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited. The fse replaced the rear left gantry control panel to resolve the issue. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear left gantry control panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).